Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for the incident lot 2137650, and based on this review, all product specifications and requirements for this lot release were met; there were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that there is no insulin flow."